Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the er240 clips fell out of the jaws of the device. A second device was introduced and the clips fed into the jaws sideways. The devices performed sufficiently to complete the case. There was no consequence to the patient.